Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room (ER) after experiencing an elevated blood glucose (bg) level of 684 (mg/dl). While in the ER, the customer was treated with fluids and insulin injections. The customer was released from the ER with a bg of 300 (mg/dl).